Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high thresholds, sensing noise, and contains an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered on (B)(6) 2015 due to sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning on (B)(6) 2015 the rv pacing impedance spiked to 3268 ohms. Additionally, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, ventricular sensing integrity counts were up to 177 with one ventricular tachycardia non-sustained episode with evidence of lead noise oversensing. (B)(4).